Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the occlusion occurs regularly, at a rate of once per hour. No physical damage or defects noted on device. Review of event history log was able to confirm the customer¿s reported issue of frequent occlusion alarm. The occlusion pressure was measured and found to be within specifications, with no abnormalities identified. The exact cause could not be identified, but since the logs showed that the problem occurred frequently, it is possible that there was an abnormality in the route. Device passed all functional and accuracy testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the occlusion occurs regularly, at a rate of once per hour. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.